Event description:
The patient was undergoing a coil embolization procedure in the left inferior mesenteric artery (ima) using packing coil lps and a non-penumbra microcatheter. During the procedure, the physician placed a packing coil lp in the target vessel using the microcatheter. The physician then advanced another packing coil lp into the target location but the packing coil lp was too long for the vessel. Therefore, the physician decided to re-sheath the packing coil lp; however, while retracting the packing coil lp back into the introducer sheath, the hospital technologist kinked the packing coil lp. Therefore, it was removed. The procedure was completed using a ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.